Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6 - vent not working) occurred with multiple cartridges during the load process. Additionally, it was reported that an occlusion alarm, temperature alarm, and a resume pump alarm occurred. The user's blood glucose (bg) level was 379 mg/dl. The user addressed the bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery.